Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the two surgeon side console/ssc (serial# (B)(4)) could not control the instrument. Prior to contacting the intuitive surgical inc. (Isi) technical support engineer (tse) the customer already reseated the blue fiber cable from the main ssc, but the issue remained. The customer also indicated that the give and take features worked initially, but at the time of the call, the function stopped working. Tse reviewed the logs and found no relevant errors. The operating room team did not wish to go through troubleshooting and proceeded with the case. The procedure was continuing, and there was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse tested both consoles individually and in "give/take" mode for intuitive motion and control. The gimbal grip pads were replaced on both surgeon side consoles. System tested and verified as ready for use. The gimbal grip pads, part 314355-03, involved with this complaint is a field scrap item and will not be returning to isi for further investigation. No image or procedure video was provided. Isi technical support engineer reviewed the system logs at the time of the call into technical support and no relevant errors were identified. This complaint is being reported based on the following conclusion: the customer aborted one of the surgeon side consoles (sn 685819) after the start of the procedure because it was impossible to control instrument with the surgeon side console. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.